Event description:
Caller reported a cgm error, identified as error 42, experienced during use. There was no adverse impact to the customer's blood glucose level. After resetting the pump, the error did not reappear, allowing the caller to successfully start their sensor session without further issues.